Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error was confirmed during the functional testing and the archive data review. Technical investigation revealed that the malfunctioning lm34 temperature sensor and pic 16 pcb could cause the thermogard system to display tcmid:05. The malfunctioning components are likely attributed to the device's aging. The thermogard system was manufactured in 2017 and is over six years old, past the expected serviceable life of five years. A large crack on the top cover was noted upon visual inspection, which was unrelated to the reported complaint. The observed physical damage appears to be the characteristic of user mishandling. The damaged part needs to be replaced to address the observed physical damage. The event log review indicated multiple tcmid:05 errors, confirming the reported complaint. Unrelated to the reported complaint, further review of the event log indicated a tcmid:06 error. During the functional testing, the thermogard system failed the power-on self-test (post), confirming the reported complaint. The lm34 temperature sensor and pic 16 pcb were replaced to address the reported tcmid:05 and the tcmid:06 error observed in the event log. Upon further testing, unrelated to the reported complaint, the leds on the air trap block with board did not light up. The air trap block with board was replaced to address the observed problem. Following parts replacement, the thermogard system passed the testing and functioned as intended. Following service, the thermogard xp ivtm system passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.